Manufacturer narrative:
Section d9 updated due to part return section h6 evaluation codes were updated due to analysis of returned part result code (annex c) additional code added h3 device evaluation summary: was updated due to analysis of returned part medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the pb840 ventilator generated a red alarm and multiple ventilator inoperative messages. The device was made available for evaluation. The review of logs shows evidence that the diagnostic code generated would lead to loss of ventilation.the service personnel (sp) inspected the ventilator and, based on the diagnostic codes in the logs, the sp replaced the analog interface (ai) printed circuit board assembly (pcba). The unit passed all calibrations and tests as per manufacturer specifications at the time of service. One ai pcba was returned to medtronic for failure investigation. A visual inspection was carried out on the returned pcba and no anomalies were observed. The ai pcba was attached to test ventilator and powered up. The unit powered up with power on self test(post) failure code. Further inspection identified the varistor (v3) on the ai pcba was faulty. If a failure of the v3 occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the event was isolated to a faulty v3 on the ai pcba. The event is included in the trending and monitoring plan.the event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, the 840 ventilator generated a red alarm and multiple ventilator inoperative messages. The patient was manually ventilated and transferred to an alternate ventilator without injury.

Manufacturer narrative:
Section a : patient information cannot be provided due to the canada personal health information protection act. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the pb840 ventilator generated a red alarm and multiple ventilator inoperative messages. The review of logs shows evidence that the diagnostic code generated would lead to loss of ventilation. The device was made available for evaluation. The service personnel (sp) inspected the ventilator and, based on the diagnostic codes in the logs, the sp replaced the analog interface (ai) printed circuit board assembly (pcba). The unit passed all calibrations and tests as per manufacturer specifications at the time of service. The cause of the event was isolated in the field due to a potential fault in the ai pcba. The event is included in a trending and m onitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.